Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio2 meter was showing the "apply sample" message when the patient was attempting to test. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred at 7:30am on (B)(6) 2016. The patient manages their diabetes by taking unspecified dosages of victoza and metformin and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient informed the cca that 10 minutes after the alleged product issue occurred they developed the symptom of "high blood pressure", however denied requiring any form of treatment as a result of this symptom. At the time of troubleshooting, the cca noted that the patient's testing technique was correct, but the issue was unable to be resolved. The products were requested for evaluation replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.